Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient initially had good symptom relief, but started having issues with symptoms of leakage that returned a year or two ago. Patient stated they last connected to the ins yesterday, and tried 3 different programs. One of the programs caused pain at the scrotum and penile area, and another caused the patient to feel very painful in the groin area, which was relieved by turning ins off. Patient also mentioned having a similar experience in the airport the other day. Patient stated they turned ins on after going through security and had the same pain. Patient reported it, "must have been on the wrong part of the nerve because it almost killed me" and it took "5 minutes or so to cool off." Agent suggested trying a different program, and walked patient and second caller (put phone on speaker) through changing programs. Patient eventually landed on a setting where they felt tingling sensation in the bike seat area. Agent reviewed how and where to appropriately feel stim, and monitoring symptoms for a day or 2 using a log. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.